Event description:
It was reported to medtronic minimed that the customer experienced audio/vibrate anomaly/absence of alarm, blank display, keypad/button unresponsive, pump error 68. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer reported an audio anomaly and pump error 68 . No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit powered on properly, no blank display noted. Unit passed displacement test, displacement accuracy test, rewind, prime/seating, basic occlusion test, occlusion test, active current measurement, sleep current measurement, and self test. Unit's keypad functioned properly and navigated through menus. No pump error 68 or stuck button alarm noted during testing. Unit's audio settings were tested and all functioned properly at each level. Unit was successfully downloaded using thump software. However on adapt, stuck key alarm (61) was recorded 08/13/2024 at 03:25:20.000 hour through 03:43:31.000 hour. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, on adapt pump error 68 was recorded on 08/13/2024 at 06:23:28.000 hour. Pump was cut open to perform a visual inspection and found no physical or moisture damage. Test p-cap locked in placed properly during testing. The following damages were noted: cracked case (battery tube), pillowing keypad overlay, and scratched case. In summary, customer concern for audio/vibrate anomaly/absence of alarm, blank display, keypad/button unresponsive/button error, and pump error 68 not confirmed. Pump functioned properly and passed a fully functional test within spec. No alerts noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.